Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and there is insufficient information in the complaint file to determine root cause. Baxter has received similar reports and wil continue to monitor these reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted.

Event description:
On (B)(6) 2010 communication was received from baxter nurse who reported during a class held us renal division sales on (B)(4) 2010, that the facility nurse indicated the facility had issues with extraneal. However, during a follow up call on (B)(4) 2010, the facility nurse later reported this patient came to the clinic on (B)(6) 2010 with symptoms of nausea and vomiting. The patient had bacterial peritonitis diagnosed on (B)(6) 2010. The patient was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The effluent was cultured on (B)(6) 2010 and was positive for gram positive cocci in pairs and clusters. It is unknown if a cell count or gram stain was performed. The patient was treated with vancomycin and gentamycin intraperitoneally (dose and length of therapy unknown). The cause of the peritonitis was unknown. The patient outcome is ongoing and unchanged. The patient continued therapy without interruption or change in dosage. The nurse stated the patient symptoms were not related to any baxter pd solutions or devices. The cause of the peritonitis was unknown. This is the master complaint for the event of peritonitis.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking at the location of the blue winged cap. The device was filled with 90mg of pamidronate in 250ml 0.9% sodium chloride. The product was not administered to the patients. The leak was noted prior to product use and there was no report of patient injury or medical intervention. This is report 10 of 17 with the same reported problem from this facility.